Event description:
It was reported that high impedance was observed on the patient's vns. The patient's generator and lead were later replaced and reportedly discarded per the hospital's policy. No additional or relevant information has been received to date.